Event description:
A customer reported receiving a minimum fill notification while using their insulin pump. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact to their glucose level. Initially, reloading the same cartridge did not resolve the issue. However, after guidance from customer technical support, the caller successfully filled and loaded a new cartridge onto the pump following the correct procedure, which resolved the issue. The customer was then able to resume insulin use.